Event description:
Reportedly the pt underwent a stoma revision procedure 2003. Two days later, the pt coughed causing a suture to break in the anterior fascia. Pt was brought back to o.r to be re-opened and re-sutured without complicaton.